Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign matter in the nozzle was found to be an organic fibrous amalgam. A definitive root cause of the issue could not be determined, as the facility device reprocessing was confirmed to have been implemented in accordance with the IFU and no device deformation was observed that might contribute to the retention of foreign material, however, the issue was likely the result of improper cleaning/reprocessing by the user. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation of air/water channel problems were confirmed. The issue was likely attributed to excessive pressure detected by a washer-disinfector in the air/water channel during automatic endoscope reprocessor treatment. Additionally, nozzle was found to be clogged, however, the 128 error was not confirmed. It was likely the 128 error appeared on the endoscope washer-disinfector display during reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had a problem with the air/water channels and an error 128. There were no reports of patient harm. During evaluation, it was found that the nozzle was clogged with organic amalgam fibrous material. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.